Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the initial report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a male patient of an unknown age in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that approximately two days into support it was documented that the patient had ischemia in their lower extremity. Due to the noted condition, the pump was explanted, and an intra-aortic balloon pump (iabp) was placed for ongoing support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿